Event description:
Received information that all insulin delivery stopped.

Manufacturer narrative:
The device is expected to be returned; however , the device has not yet been received. A follow up report will be submitted if the device is received.